Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material clogged in the nozzle could not be further identified. It was noted that the nozzle was not deformed and damaged. A further cause could not be presumed for the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged by foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had the nozzle clogged. The issue was found during reprocessing. There were no reports of patient harm.